Event description:
The customer contacted stryker to report that their device intermittently lost power (during an event with a patient). In this state the device may not be able to deliver defibrillation therapy, if needed. There was no impact to patient care in this event.

Manufacturer narrative:
Stryker observed that the batteries being used in the device were past the recommended replacement age. The use of expired batteries in the device is a potential cause for the reported issue; however, a specific root cause could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the customer's device, and unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device intermittently lost power (during an event with a patient). In this state the device may not be able to deliver defibrillation therapy, if needed. There was no impact to patient care in this event.